Event description:
Post completion of the transoral incisionless fundoplication portion of the surgery, the surgeon attempted to straighten out the fastener delivery (gun) device, but it was noted that the end was not straightening out. The surgeon attempted to pull the device out, but it was not pulling free. The surgeon removed the scope from the device, and attempted to pull the device again, but once again it did not pull free. The surgeon replaced the scope, and noted that the tip of the device was still not straight. The company rep. For the device suggested that the surgeon pull the 'phoenix/cork screw' portion of the device all the way out and try again to remove the delivery device system. The surgeon followed this advice, but it was still noted that the tip of the system was still not straight. The scope was re-inserted gently through the tip of the device allowing for it to straighten out.